Manufacturer narrative:
H.6 investigation: according to the visual analysis of the attached sample photo, it was not possible to observe the damage to the needle / catheter tip. For defects threading difficult and needle penetration - based on the results of the investigation so far a root cause has not been determined for the defect of this complaint. DHR no records of quality notification or reports of non-conformity that could lead to incidents into the lots involved in this complaint were evidenced. H3 other text : see h.10.

Event description:
It has been reported that the bd¿ insyte 24ga x 0.75in has been found damaged during use. The following has been provided by the initial reporter: the patient is tried to be channeled several times and the yelcos are damaged, they do not advance, the veins are extravagated and the punctures in children are increased up to 3 times. Additional information: the customer states that the difficult happen mostly in the return of the catheter.

Manufacturer narrative:
This MFR. Report # 9610048-2019-00363 is void. The complaint has been captured under MFR. Report # 9610048-2019-00366.

Event description:
It has been reported that the bd¿ insyte 24ga x 0.75in has been found damaged during use. The following has been provided by the initial reporter: the patient is tried to be channeled several times and the yelcos are damaged, they do not advance, the veins are extravagated and the punctures in children are increased up to 3 times. Additional information: the customer states that the difficult happen mostly in the return of the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ insyte 24ga x 0.75in has been found damaged during use. The following has been provided by the initial reporter: the patient is tried to be channeled several times and the yelcos are damaged, they do not advance, the veins are extravagated and the punctures in children are increased up to 3 times. Additional information: the customer states that the difficult happen mostly in the return of the catheter.